Event description:
It was reported that the right ventricular (rv) lead impedance trended higher over the last few years. Also while testing the rv lead during the device changeout, the proximal portion of the lead disconnected from the distal portion which was left in the patient. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.